Event description:
The facility reported a pump that defaulted and powered down twice during an attempt to program the pump while in guardian mode. It is unknown at what stage the failure occurred, however there is no reported patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.